Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during deployment of this transcatheter bioprosthetic valve, the valve was deployed in the annulus and dilation was performed with a true balloon. The balloon was deployed without pacing and dislodged the valve. The valve was snared and left in the ascending aorta. A second valve was implanted showing a trace of paravalvular leak (pvl). No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.